Event description:
It was reported that the lead was capped due to sensing anomaly, which damaged the device's high voltage circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.